Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not review the manufacturing history (DHR) of the subject device, because the lot number of the device is unknown. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, bacillus were detected from the sample collected from a spray valve model maj-923. This maj-923 had been used in combination with an olympus endoscope of 290 series. After the microbiological testing, the customer reprocessed this maj-923 and disposed without using it. Therefore, this maj-923 did not been returned to olympus. The customer reported that this maj-923 had been stored in a case and had been reprocessed with a fujifilm automated endoscope reprocessor, endostream, using peracetic acid. There was no report of infection associated with this report.